Event description:
The complainant reported a patient was implanted with an impella cp / rp / 5.5 device for mechanical circulatory support. While on support, there were new episodes of arrhythmia. There was both ventricular tachycardia (vt) and atrial fibrillation. The pump remains on for support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.